Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a malfunction stating "no tubing available" alarm occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined a probable, but unconfirmed, cause of the reported issue to be a faulty downstream occlusion sensor. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device has not been in for service previously.